Manufacturer narrative:
The device was evaluated by a service engineer (se), and it was reported that the device's ac (alternating currrent) power connection was not recognized. The se noted that the issue was caused by a failure with the power supply. It was noted that a quote was provided to the customer. The repair was cancelled at the customer's request, and the device was returned to the customer without repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint from the sales representative, reporting that the v60 ventilator loss power when connected to an ac (alternating current) source. The device was not in use when the issue occurred. No patient or user harm reported. Investigation is ongoing.